Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted sigmoid resection, the device cut but the staples did not form and hold the tissue secure. All of the staples were deployed and all drivers present, but the loose staples were not "b" shaped. The case was completed by hand sewing. There was no adverse consequence to the patient.